Manufacturer narrative:
(B)(4). Date sent: 8/12/2024. D4: batch # 666c17. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: to use the manual override, remove the access panel labeled ¿manual override¿ on the top of the instrument handle. The manual override lever will be exposed. Move the lever forward and backward until it can no longer be moved. The knife will now be in the home position. This can be verified by viewing the position of the knife blade indicator on the underside of the cartridge jaw. After the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The event described could not be confirmed as no damage was found on the bailout door and the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 666c17, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide more details for ""damaged device"" the cover of manual override fell off while installing battery. Does the damage on the packaging compromise the sterility of the device? The complaint is about ""damaged device"", which is not related to packaging.

Event description:
It was reported that during the unk surgery, opened the packing and noted the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.